Event description:
Customer sent a repair request reported with an issue of "brush blocked in biopsy channel". Brush remained stuck in biopsy channel during reprocessing of instrument. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted initial leakage and electrical safety tests were performed and found leak at ch-tube (channel tube). Technical investigation was performed and found brush tool stuck at ch tube. The customer reported issue was confirmed. Furthermore, the following findings during evaluation were noted: grip is shaved. Forceps channel port is shaved. Aw-cylinder has discoloration. S-cylinder has discoloration. R/l (right/left) knob has a scratch. Switch box has a dent. Due to damage on ch-tube, water tightness is lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. C-cover has a chip. Universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: e1 and e2 were inadvertently populated on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is likely a result of mishandling. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic system: inspection of the instrument channel: 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.